Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to an open white (drvn_gnd) wire in the trunk cable. Upon investigation the electrode belt did not pass a fall-off test. The root cause for the open wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.